Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 104 mg/dl. Upon troubleshooting, it was found that only a couple of drops of insulin came out during a manual prime. Advised the customer to try a new infusion set and reservoir. The customer completed the process with a new infusion set, but still no insulin exited nor did the insulin pump alarm. Advised that the customer try a new reservoir as well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.